Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device shows that the screw had fractured and there are damages in the form of abrasion and gouges on the threads. The device was covered in bone debris as it had been in-vivo for approximately 8 years. No additional testing performed as there was some post fracture damage that might have occurred in-vivo or during explantation and the test results would no be efficient. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 8 years post implantation due to pain, loosening, inflammation. Attempts have been made and additional information on the reported event is unavailable at this time.